Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Cataract formation is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4). Device discarded by the facility.

Event description:
The patient underwent implantation of the corneal inlay in the left eye on (B)(6) 2016. Two months postoperatively the surgeon reported the onset of a rapid cataract and the inlay was explanted on (B)(6) 2017. Additional information has been requested.